Event description:
Caller reported that pump malfunctioned, specifically displaying malfunction code 12, but no notable events occurred prior to this. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in resetting the pump, and the malfunction code did not recur afterward. Customer was advised that they could continue to use the pump and should contact technical support if the issue reappears, which the caller acknowledged and understood.